Event description:
It was reported that the patient had possible inappropriate shocks. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6945-65 lead, (B)(6) 1999. (B)(4).